Event description:
Related manufacturing reference number: 2017865-2024-33422 it was reported that the patient presented to the clinic remotely via merlin.net transmission. Transmissions showed that the right atrial (ra) and the right ventricular (rv) leads were oversensing noise resulted in pacing inhibition. No intervention was performed. The patient was in stable condition.